Event description:
Customer was pulling a pt out from gantry after acquiring a wholebody scan. The customer has a left-sided table and the customer was watching the pt's right hand. The pt grabbed underneath the table with the left hand while the customer was pulling the table out and the pt's finger was caught under the table and the finger was broken.